Event description:
Reported that the top module of a dual drive console (ddc) shut down while supporting a ventricular assist device (vad) pt. The pt was switched to a back-up unit and the driver was removed from service.